Manufacturer narrative:
Patient information unavailable. Device lot number, expiration date unavailable. Physician information, facility and address unavailable. Device manufacture date unavailable because device lot number unavailable.

Event description:
On 23 april 2020, during a clinical review of FDA's maude database (and subsequent investigation by postmarket surveillance when they became aware on 12 may 2020), two MDR reports were found, submitted by a user facility on 30 may 2019 and received by FDA on 31 may 2019 which reported a patient death occurring with use of an lld (model 518-039) and glidelight laser sheath (model 500-303). The narrative on both reports reads as follows: "during laser defibrillator lead extraction, pt developed hypotension due to superior vena cava tear. Pt. Transferred to surgery. No obvious product malfunction." The two MDR reports are identical except for the device listed; one report captures a glidelight device, the other report captures an lld. The MDR report number for these user facility submissions is: 8670832. The report also stated that the date reported to manufacturer was 31 may 2019, but the manufacturer did not receive a report that corresponds to the same event date ((B)(6) 2019) as the MDR's from the user facility. On 13 may 2020, manufacturer then did a thorough complaint review to attempt to match up the report with an existing corresponding complaint; however, without a physician or facility name, it was not possible to match up with an existing complaint. Due to the location of the injury (superior vena cava-svc), this report is being submitted listing the glidelight device as suspect in the svc injury. The lld mentioned in the second report is listed as a concomitant device. No further information was available from the two MDR user facility reports.